Event description:
The customer reported to olympus, the generator exhibited error code e433. The issue was found during preparation of use. The device was replaced with another unit. There were no reports of patient harm.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Possible causes for the occurrence of the error message e433 are: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the device is booting (temporary error caused by the user's action). 3. Defective foot switch due to short circuit in the plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. A defective cable connection between hvps board and generator board (temporary or permanent fault). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. A missing drive signal for the output stage of the generator board (permanent error). 12. The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). 13. The supply voltage from hvps board is missing or too low (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.